Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she cannot remove the battery cap. The blood glucose reading is 261 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Hospital treated with insulin. The insulin pump was giving off no power, customer unable to remove the battery cap to replace the battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.